Event description:
It was reported that the device displayed an error code 351.6740. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c20 annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 351.6740 was confirmed and verified through the downloaded error log. During internal investigation a missing carriage block pin was found. On 03-dec-2024, syringe device was received unboxed and with paperwork. The unit was powered on, and it booted up with no errors, the error code 351.6740 was found in the error log confirming the stated problem. Missing carriage block pin was found during internal inspection. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the carriage block pin. Failure investigation report attached to qn in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 351.6740. There was no patient involvement.